Manufacturer narrative:
(B)(4). Batch # u93l1x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws became not to open, so the surgeon grasped the device hardly to open the jaws. Then the electrode came out from the shaft. There was nothing left in the patient when the x-ray was taken after the operation, however, the dr. Requested to check if there was missing part of the device. As the issue occurred in the latter part of the procedure, the bipolar device was used to complete the case. There were no adverse consequences for the patient. The electrode split into two after the sales rep received the device. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2020. D4: batch #u93a5p. Different d4 batch number than what was originally reported: correction medwatch. Investigation summary: the device was received with the electrode separated from the ceramic, but still attached to the active rod. In addition, a petri box was returned with what appears to be dried tissue. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen reading, "reposition jaws and reactivate." This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three times. The separated electrode prevented the instrument from fully cycling open or closed. This is due to the interference between the blade and electrode. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. There is insufficient evidence related to what caused the damage on the device. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.